Event description:
Additional information was received on 09 apr 2023: a 6 french procedure sheath was used. There were no difficulties noted with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Hemoglobin and hematocrit (h&h) were stable but low; however, did not require a transfusion. Manual compression was attempted; however, when ultrasound (us) was performed due to the amount of bleeding a covered graft stent was placed via alternate groin approach as noted. No surgical repair was required only percutaneous graft stent placement. Collagen was deployed. Visual confirmation of the device showing the anchor was missing via us physician noted he could not appreciate visualization of the anchor. Us testing performed to locate the anchor. Location of the anchor was unknown. No medical or surgical intervention performed to remove the anchor. The patient was discharged home and stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section a5, a6, and b5.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for a failed closure attempt due to user technique and excessive tension while pulling back on the device. The exact root cause was unable to be determined. The likely cause was determined to have been excessive force applied to the anchor resulting in a vessel laceration. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
A user facility reported that post atherectomy and percutaneous trans radial angioplasty (pta) of the right infrapopliteal vessels, the 6 french angio-seal device involved was deployed in the left common femoral. After setting the anchor and pulling back the device, the doctor reported feeling typical resistance at the vessel wall; however, the patient then screamed in pain and the doctor felt that the anchor may have pulled through the vessel. Since this was unsure, the doctor continued with tamping down the collagen. There was no external bleeding noted; however, immediate manual pressure was discarded. The groin site was looked at with ultrasound, bleeding and what appeared to be a vessel tear, was noted. Immediately right groin access was confirmed, and the doctor went up and over to shoot an angiogram and confirmed a perforation/tear. A graft/covered stent was deployed at the site to the control bleeding. The patient continued to be hypotensive/symptomatic; therefore, a repeat angiogram via radial access was performed and it confirmed no new thrombotic event and no obvious bleeding at the femoral site was noted. The patient was transferred to the emergency room and admitted to the hospital. The patient was in stable condition. The procedure outcome was successful. The estimated blood loss was greater than 250cc's.